Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. In addition, seven inappropriate shocks were delivered for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) recommended reprogramming options and further testing. No additional adverse patient effects were reported. This rv lead remains in service.